Manufacturer narrative:
No button error alarm noted. Act button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and would not stop beeping. Customer's blood glucose reading at the time of the call was 306 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.